Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received, from a patient. Who was implanted with an implantable neurostimulator (ins). For urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported, that the patient had called, for MRI compatibility for an MRI of their lumbar spine and sacrum. Troubleshooting reviewed, this information with the patient .and they then reported, that since implant, the therapy has never helped. The patient stated, the trial really seemed to help them and that it had been encouraging for them. However ,it seemed like the health care provider (hcp) had problems "attaching the cords". And the surgery took longer, than it was supposed to and the patient was really disappointed in the experience, because they never really had any benefit from it. The patient stated, they were going to have their hcp, who was ordering the scan call, for more guidance on other diagnostic tests that could be ran. And they also, requested hcp listings, because they may reach out to another hcp to discuss next steps for their implanted system. Troubleshooting sent the patient, the hcp listings.